Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test to faulty force sensor resistor. Unable to perform functional testing due to a33 alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
It was reported that the customer received a compromised force sensor system alarm from her insulin pump. The customer's blood glucose level was 324 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump ws stuck in the "preparing to prime" loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4)